Event description:
Mother reported that the customer went into diabetes ketoacidosis and is unsure if the issue was related to the insulin pump or the customer having the flu. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.